Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and found the gastrointestinal videoscope had no image on the monitor when connected. Based on the results of the investigation, the probable root cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus field service engineer (fse) was dispatched to the user facility for an inspection of the scopes. During the inspection of the gastrointestinal videoscope there was no image on the monitor when connected. There were no reports of patient involvement.